Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number (B)(4) (s+n (B)(6)). The correct manufacturing site registration number is (B)(4)(s+n (B)(6)). Corrected data: g1 contact information.

Manufacturer narrative:
Twenty-three 7.0 x 72mm clear-trac threaded cannulas were returned for evaluation. Visual assessment of the devices confirmed the reported complaint. The cannulas are all bent to varying degrees. This is an acknowledged failure mode that has been evaluated and is being monitored.

Event description:
It was reported that during an unknown procedure the cannula had been bent. A back up device was available to complete the procedure , a delay greater than 30 minutes was reported. No patient injuries were reported.